Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's spouse reported via phone call that the insulin pump gave a low battery alert and a change battery now alert and then, it had been alarming power system error detected every 4 hours. Blood glucose value was 10 to 12 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. According to the power management graph shows that the detailed trace analysis confirmed there were no unexpected pump error 25 alarm, power error or low battery alarm noted and was not triggered. The backup battery unloaded voltage was not less of the 3.7v for consecutive 240 minutes and the loaded voltage was not less of the 3.5v for four consecutive hours. The insulin pump was received with normal operating currents. No unexpected insert battery or replace battery now alarm during testing. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.